Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet was dropped and the cartridge fell out. This was followed by a malfunction alert. In response to this, the customer was advised to charge the pump and then conduct a supply change, which resolved the issue. The customer's blood glucose was not affected. There were not any other adverse outcomes.